Event description:
A customer reported to beckman coulter (bec) that the nucleated red blood cell (nrbc) results obtained from the unicel dxh 800 coulter cellular analysis system on three different patient samples and run on three different days, was affecting the uwbc (uncorrected wbc count) and not accurately correcting the white blood count (wbc) results obtained from the instrument. Although the erroneous results were reported out of the laboratory, there was no death, injury or effect to patient treatment in connection with this event. The wbc correction performed by the customer was a manual calculation based on the automated nrbc results recovered by the instrument. This MDR is to report results for patient 3 tested on (B)(6) 2013. Three (3) mdrs are being submitted from this account: 1061932-2013-01044, 1061932-2013-01045, 1061932-2013-01046.

Manufacturer narrative:
As per the instructions for use (IFU), the dxh 800 calculates the wbc result using the coulter principle for white blood cell count or leukocyte count. The wbc is corrected for interference if necessary. If no correction is required, then the wbc=uwbc. The uwbc (uncorrected wbc) is measured directly and multiplied by the calibration factor (uwbc =n x103 cells/¿l). Raw data files were requested from the customer, and have not yet been received. Beckman coulter service was not dispatched for this event. The failure mode cannot be determined with the information provided.